Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was "bad".

Manufacturer narrative:
Concomitant medical products: addr06 ipg, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance warning. It was further reported that the lead impedance had been downtrending. The lead was capped and replaced. No patient complications have been reported as a result of this event.